Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom upstream occlusion alarms. Upstream occlusion alarms were confirmed and reproduced. This condition was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device experienced upstream occlusion alarms. There was no patient involvement.